Manufacturer narrative:
The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: (B)(4).

Event description:
It was reported on 05/06/2026 that dr. (B)(6). Stated a glidewell ht implant failed. The 65 year old male patient presented on (B)(6) 2026 for implant placement on tooth position #11. The patients bone quality was reported as type iii and the oral hygiene as fair. The patient returned for the second stage of surgery on (B)(6) 2026 and upon examination, the provider noted granulation/fibrous tissue and abnormal bone loss around the implant. The reported device was explanted on (B)(6) 2026. Bone grafting was performed around the defect area but the patient had no permanent injury. The implant was not replaced.